Manufacturer narrative:
(B)(4). The complaint rt280 adult evaqua2 dual heated breathing circuit was not returned to fisher & paykel healthcare for investigation. Attempts were made to obtain the complaint device and additional information regarding the reported fault but no response was received from the healthcare facility. Without the complaint device or additional information, we are unable to verify the alleged fault as reported nor determine its root cause. All adult breathing circuits are visually inspected and pressure tested for leaks before leaving the production line, and those that fail are rejected. The subject rt280 adult breathing circuit would have met the required specifications at the time of production. This suggests that the affected adult breathing circuit was damaged after it was released for distribution. Our user instructions that accompany the rt280 adult evaqua2 dual heated breathing circuit state the following: "check all connections are tight before use."; "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."; "set appropriate ventilator alarm."

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rt280 adult evaqua2 dual heated breathing circuit did not pass the ventilator leak test. This was observed before use on a patient.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint rt280 adult evaqua2 dual heated breathing circuit from the healthcare facility. We will provide a follow-up report once we have received the complaint device and completed our investigation.

Event description:
A healthcare facility in (B)(6)reported to a fisher & paykel healthcare (fph) field representative that an rt280 adult evaqua2 dual heated breathing circuit did not pass the ventilator leak test. This was observed before use on a patient.